Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6, h10 the device was returned due to noted high contact force and a perforation. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. Contact force was displayed when connected to the tactisys unit with no error messages noted and optical fibers 1-3 met specifications for optical properties. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported contact force issue remains unknown. The cause of the cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event was requested but not received.

Event description:
During a premature ventricular contractions ablation procedure, a perforation occurred. When attempting to advance in the coronary sinus with the tacticath se ablation catheter, high contact force was noted. After multiple attempts to enter, the coronary sinus was perforated. Contrast and an echocardiogram confirmed the perforation. A pericardiocentesis was not administered. The procedure was cancelled and the patient was followed in the ICU and in a stable condition. No further intervention was required. There were no performance issues with any abbott device. It was indicated by the physician that the probable cause was the tacticath catheter and that the coronary sinus was thin and the catheter was too big to pass through.